Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, it was reported by a sales representative via (B)(4) that an abs-10060 disposable processing kit in an angel centrifuge leaked rapidly after the spindle at the center of the variable volume separation chamber detached. Blood sprayed onto two users, who were evaluated at the emergency room for bloodborne exposure. The users were treated with post-exposure prophylaxis medication as a precaution. No adverse reactions have been reported. The patient experienced no adverse reaction other than not receiving treatment. This occurred during use in a case with no patient effect. The centrifuge was run on friday, on (B)(6) 2026. The centrifuge produced no prp, plasma, or rbc output, and the processing kit could not be removed from the unit. Efforts on monday, on (B)(6) 2026, were also unsuccessful in removing the processing kit. These efforts included twisting the motor clockwise in an attempt to eject blood, gently wiggling the metal wings by hand to release the disposable set, and attempting to relieve pressure within the variable volume separation chamber.